Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the needle detached from the thread. A new suture was opened to resolve the issue. There was no patient involved.